Event description:
It was reported that a drive shaft-minimum 520 mm tip broke off, no impact to the pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Mfg eval revealed the sample was received with the tip broken off throughout the hex feature. Also noted the break is jagged. Dents were noted on the collar along the extended helix feature. There were no apparent anomalies on the remaining features of the device. Measurable dimensions were found within spec. Due to the damaged portion, physical dimensional verification could not be completed. This complaint is indeterminate from a mfg standpoint because of the damaged portion of the product making physical dimensional verification impossible. A review of the device history record did not show conditions that could have contributed to the report event.